Event description:
The customer reported via phone call that he experienced low blood glucose of 40 mg/dl. He stated he woke up on the floor and emergency medical services were there. His neighbor gave him juice and emergency medical services treated customer with glucose tablets and left the scene when his blood glucose was stable. Troubleshooting was performed with the customer's insulin pump. Settings and history were accurate. It was found customer was priming properly. The reservoir showed the same amount of insulin as the status screen. Customer was advised to monitor and call healthcare provider to follow up in regarding the insulin pump settings.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.